Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with an implantable bi-ventricular assist device (bi-vad). The manufacturer received the attached user facility report ((B)(4)) from the intermacs registry. The report indicated that the pt was clinically failing due to decreasing vad flow. Intraoperatively, when pushing the external aspect of the "inflow cannula", there was immediate improvement in flow of the lvad ivad. The surgeon was able to rectify by changing the direction of the "inflow cannula." The pump remained in use supporting the pt until he was transplanted 7 months later.